Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the compact plus system. Please reference medwatch with patient identifier (B)(6) for mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 7.2 mmol/l (compact plus system) and 13.9 mmol/l (mobile system). No adverse event due to the device reported. The alleged product was requested for evaluation.